Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. Without receiving product for eval a definitive root cause for the reported device failure is unable to be determined. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Mfg process controls for the PICC device includes tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. A review of the angiodynamics complaint sys noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported (B)(6) 2014, a pt of unk age and gender underwent a PICC replacement post procedure, due to the luer of the pcc partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the even. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.